Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made to restore the device. No patient consequences were reported.

Manufacturer narrative:
The reported event of the application not communicating with the device was unable to be confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.